Event description:
A customer observed higher than expected vitros phyt results for multiple patient samples processed on a vitros 950 chemistry system. Values of 25.9, 11.6, and 25.9 ug/ml were obtained from three separate patient samples versus the expected values of 18.7, 9.5, and 18.7 ug/ml, respectively. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected patient results were reported out of the laboratory. However, there was no report of patient harm as a result of this event. This report is number two of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros phyt results were obtained for multiple patient samples processed on a vitros 950 chemistry system. The investigation was unable to determine a definitive root cause. However, improper patient sample storage and handling or a reagent related issue could not be ruled out as contributing factors. Acceptable vitros phyt performance has been observed using an alternate slide lot. The root cause of this event is unknown. No vitros phyt reagent lot information was provided by the customer for this complaint.